Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: on investigation, the keypad was noted to be intact without damage. The ok and contrast buttons demonstrated intermittent unresponsiveness; the up arrow and down arrow buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.